Event description:
This lead was explanted and replaced due to a lead fracture. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 14 cm distal to the is-1 connector pin. The proximal and a severely stretched medial lead fragment were returned for analysis. The distal lead fragment including a part of the shock coil, the ring electrode and the lead tip was missing. The visual inspection revealed multiple extraction damages. The medial lead fragment was deformed and the conductor cables were coiled inside their lumens. The shock coil was excessively damaged and shifted distally. The conductor cable to the shock coil was pulled out of its lumen in this region. These damages most likely resulted from tensile stress during the removal of the lead indicating a significant ingrowth of the lead in the implanted state. Corroborating this assumption tissue residuals were found particularly at the medial lead fragment. Furthermore a rubbed through insulation was noted in the distal area of the medial lead fragment. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Taking the above mentioned findings into account, a significant ingrowth of the lead which affected the lead's motion is conceivable. X-ray movies or other diagnostic images clarifying this assumption were not available for further investigations. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.